Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in (B)(4).

Event description:
The information provided was for a u by kotex sleek regular tampon that came apart upon removal and tampon pieces remained inside the consumer's body.